Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes and false positive atrial fibrillation (af) episodes due to oversensing of noise. Over one month later the patient received an inappropriate shock due oversensing of noise with the same pattern as previous. The patient was brought into the office and vertical tunnelling manipulation did not generate artifacts while the noise was reproducible with manipulation and isometrics in the pocket area. X-rays were taken and reprogramming was attempted. A different sensing vector showed noise of a mechanical origin. A lead revision procedure was performed where the electrode was explanted and successfully replaced. Boston scientific technical services (ts) was consulted and upon review of the x-rays noted the signal signature is pointing towards a potential lead impairment, however it was not fully visible on the imaging provided. The x-ray showed full insertion and a bend in the electrode appeared to be present close to the lead/device interface. The electrode is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.